Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr pfs and medical records received. Pfs has no allegation reported. After review of medical records patient was revised was due to failed right hip arthroplasty metal on metal and elevated metal ion levels. Operatives notes indicated an indentation of the scar proximally which was unsightly and performed scar revision. The scar was noted to be adherent to the subcutaneous layer ang tethering to the deep tissues. Fluid from the hip aspirated was cloudy and noted as evidence of metallosis with gray color staining to the soft tissues and chalky gray substance within the asr head and around the acetabular component. Acetabular component was noted to be retroverted substantially beyond neutral position, some acetabular osteolytic defects. The trunnion had a metallic debris distal to the trunnion surface itself. There was a contained area of osteolysis within the anterior aspect of the greater trochanter. The femoral component showed about 5 degrees of anteversion. Doi: (B)(6) 2008 ; dor: (B)(6) 2020 ; right hip.